Event description:
It was reported that the user experienced a cartridge alarm, identified as alarm 20, on their pump during normal operation. There was no reported impact to the customer's blood glucose level at the time of the event. To resolve the issue, a second cartridge was loaded correctly, but the alarm persisted, leading to the decision to replace the pump, which was confirmed to be within warranty. The customer was informed about the replacement process and was instructed to return the problematic pump to tandem using a pre-paid label.